Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with an unknown mentor tissue expander on an unspecified breast. Post-operatively, the patient suffered breast implant deflation. There was a large hole near the implant's buffer zone. As a result, the patient underwent breast implant removal surgery on an unspecified date.

Manufacturer narrative:
On november 27, 2024, mentor received additional information indicating that the suspect medical device is a 650cc mentor artoura plus, smooth, ultra high profile saline (catalog: sdc130uh lot: 9961517). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
On february 18, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that the artoura plus sm te uhp 650cc tissue expander was found to have a tear at the junction between the shell and bladder at the three o'clock position. Microscopic examination was performed and the cause of the tear could not be identified. Mentor also performed a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction reported were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. In conclusion, the collected process controls and data records for the deflated tissue expander meet specifications. The tear mentioned cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On january 2, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The correct patient identifier was provided. In addition, the date of explantation was also reported as (B)(6) 2024.